Event description:
The vitrectomy cutter tip broke in the patient's eye during surgery. The tip remained attached to the shaft of the cutter and was removed from the eye with no injury to the patient.

Manufacturer narrative:
An investigation has been initiated to determine the cause of the failure.